Event description:
During pre-implant programming, while the device was still in the box, it was found that the unit was in eri (elective replacement indicator). It subsequently tested out of specification during manufacturer's analysis.